Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device locked after the first firing, was the device stuck on tissue? If the device was stuck on tissue how was the device removed from tissue? Were the device jaws ever able to be opened?

Event description:
It was reported that during a nephrectomy procedure, the device locked after the first firing; making it impossible to change the load. Then a new stapler was requested. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: when the device locked after the first firing, was the device stuck on tissue? No. If yes, how was the device removed from tissue? Were the device jaws ever able to be opened? Yes.